Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2023-02340). It was reported to boston scientific that an advanix biliary stent was attempted to be placed in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2023. During the procedure, outside the patient, when the nurse attempted to load the advanix biliary stent onto the guidewire, the proximal end of the guidewire perforated the stent. A second advanix biliary stent was opened, and the same incident occurred of the proximal end of the guidewire perforated the second stent. A third advanix biliary stent was successfully loaded with assistance from another nurse. The third advanix biliary stent was placed, and the procedure was completed. There were no patient complications reported as a result of this event.